Event description:
It was reported that 4 starclose devices from a box of 10 devices had black lines over the labeling, were missing the wire, exchange sheath, patient guide, and had a black plug taped to the tray. No issues were found with the other 6 devices. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information. The second, third, and fourth starclose vascular closure systems, as indicated in b5 and d11, are being filed under separate manufacturer report numbers. 2953144-2007-00635, 2953144-2007-00636 and 2953144-2007-00637.